Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The lens was removed/replaced within the initial procedure. If explanted; give date: n/a (not applicable). The lens was removed/replaced within the initial procedure. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Incision enlarged. Attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of a model ar40m 4.5 diopter intraocular lens (iol) was not there once the lens was implanted into the patient's eye. The iol was removed and replaced with the backup lens during the same procedure. An incision enlargement was required. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional info: based on receiving new information, the following fields have been updated accordingly. Age/date of birth: (B)(6). Sex/gender: female. Initial reporter: dr. (B)(6), health professional: yes. Occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.